Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) and had free flow during therapy (medication and dose unknown). The customer stated the device was programmed to deliver 2.5ml volume to be infused (vtbi) at a rate of 5ml/hour from a 100ml primary bag. After 30 minutes the pump alarmed "infusion complete", as intended. The user then programmed new infusion parameters with a vtbi of 80 ml at a rate of 10 ml/hr. After an unknown amount of time after the infusion was running with the new settings, the user noticed the bag was near empty (more than 80 ml infused). The nurse also reported that "even when the pump was stopped flow continued and the tubing set had to be clamped off to stop flow". Medical intervention was performed to counter act the over infused drug. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B(4). The patient was started on a premedication regimen of acetaminophen (unknown dose and route of administration), IV diphenhydramine (unknown infusion parameters) and IV morphine sulfate (unknown infusion parameters) via portacath. It is unknown if the premedication¿s were infused using a spectrum pump. Upon completion of premedication¿s, a 100ml bag of dinutuximab (unknown concentration & dose) was hung and programmed on a spectrum pump to deliver 2.5ml volume to be infused (vtbi) at a rate of 5ml/hour. After 30 minutes (9:45am) the pump alarmed "infusion complete", as intended. The nurse was then required to change the program rate to 10 ml/hr with a vtbi of 80 ml. The pump was restarted with the new settings and it was then observed the 100 ml bag was already near empty (more than 80 ml infused). It was reported that when the pump was ¿stopped¿ the nurse had to clamp the IV tubing off to stop flow. This indicates a free flow condition. This free flow of dinutuximab resulted in the patient experiencing severe pain and hives, indicative of anaphylactic reaction to the medication. The spectrum pump was removed from the patient and sequestered to the biomed department. In response to the anaphylactic reaction, the patient was administered IV diphenhydramine (unknown infusion parameters), IV methylprednisolone (unknown infusion parameters) and IV morphine sulfate (unknown infusion parameter) on a different spectrum pump. The patient was monitored for an unspecified amount of time until stable which resulted in a delay in chemotherapy for 24 hours. The patient made a full recovery from the anaphylactic reaction and was discharged from the hospital. No additional information is available. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported over infusion and free flow condition which were not reproduced during functional testing. The device was found out of specifications for reasons unrelated to the reported event. The device passed all flow rate testing and was found to operate as designed during simulated use testing. Should additional relevant information become available, a supplemental report will be submitted.